Event description:
Customer reported that the insulin pump has a crack in the reservoir compartment and half of the piece is missing. Customer was unsure of how the damage occurred. Blood glucose value was 404 mg/dl; customer treating with insulin. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. The insulin pump was received with a broken reservoir tube lip, missing the reservoir tube o-ring, a cracked display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corner, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.